Event description:
It was reported that no disposable clamp tubing alarm on a cadd legacy pump was experienced. Pre-filled cassette lot mx011j01p1 sent on (B)(6) 2022 #4. Patient reports she switched to backup cassette, which is working without issue. No further details provided. No injury. Lot number not valid mx011j01p1.